Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading at time of call was 303mg/dl. The caller also stated that the buttons were responding intermittently, and the drive support cap is protruded. Advised the caller to disconnect from the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump was received with motor error alarm during basic occlusion test and alarmed during the prime test due to protruded/loose drive support disk. The insulin pump had an intermittent button response due to corroded keypad traces. No strange noise when the buttons are being presses. The insulin pump had missing end cap sticker and scratched lcd window.